Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the system presented error 26002. The technical support engineer (tse) instructed the customer to restart the system, however, when turned back on, the fault was still present. The tse then instructed the customer to disable universal surgical manipulator (usm) 3, after which, the system indicated that it was ready and did not display any other faults. The customer advised that the medical team had elected to start the procedure with three usms. The system was working and the procedure was continued normally with three arms. It was reported that the robot was prepared to begin the second surgery of the day without any issues with draping or movement. The system was protected with a sterile field while waiting for docking. While the surgery process continued, during the video laparoscopic portion, the system presented a 26002 non-recoverable failure. At the time, the system was still covered and not attached to the patient. Clinical engineering was contacted and instructed the customer to turn off the robot in an attempt to recover the failure, but the failure persisted along with a recoverable failure 319 (deactivation of usm 3). The clinical sales representative (csr) was contacted for assistance, but without success. As a result, the clinical engineer presented to the operating room and contacted technical support who explained the troubleshooting process to recover the failure, but the recovery attempt was unsuccessful. The tse accessed the robot remotely and identified damage to the plate of usm 3. Since the patient was already positioned, anesthetized, and the video laparoscopic procedure had already been performed, the surgeon elected to continue the surgery with 3 usms. There was no harm to the patient, however, there was a delay of approximately 40 minutes in the surgery. The procedure was noted as uneventful, and the patient left the room awake and stable. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced universal surgical manipulator (usm) 3 to resolve the reported problem. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have an error pointing to the axes controller motor (acm) printed circuit assembly (pca). The acm was replaced and the error was no longer triggered confirming the acm pca to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is attributed to component failure of the acm pca.

Event description:
Refer to h11 for follow-up information.